Event description:
User facility reported a novasure procedure was completed in 2006. The post hysteroscopy revealed a successful uterine ablation. They reported the pt was admitted to the hospital sometime after the procedure. On follow-up, in 2008, the physician's partner revealed the pt was admitted on five days earlier with a fever. Treatment included IV (intravenous) zosyn (piperacillin sodium and tazobactam sodium). The pt was discharged the next day, with a discharge diagnosis of endometritis and was given a prescription for an oral antibiotics (name of medication unk). The physician reported the pt is doing fine at this time.

Manufacturer narrative:
Device history record (DHR) review could not be conducted as a lot number was not provided by the complainant. The device involved in this event was not returned; therefore, an investigation was unable to be performed in our lab. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure device. According to the instructions for use (IFU) under other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis.